Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.

Event description:
It was reported by the patient that the 63b electrodes irritated her skin. The patient stated that the she waited until her skin was completely healed prior to using the 63b electrodes. The patient did not due the time test she just put on the electrodes and left them on for 6 hours last thursday. The skin was bumpy, red and itchy. The patient still has the skin irritation. The patient stated that the affected area hurts. This is the 2nd time the patient has called about the irritation and it's still there. The patient cannot use the unit and will like to return it.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2021. Concomitant medical products: medical product: unknown. Concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the 63b electrodes irritated her skin. The patient stated that the she waited until her skin was completely healed prior to using the 63b electrodes. The patient did not due the time test she just put on the electrodes and left them on for 6 hours last thursday. The skin was bumpy, red and itchy. The patient still has the skin irritation. The patient stated that the affected area hurts. This is the 2nd time the patient has called about the irritation and it's still there. The patient cannot use the unit and will like to return it.